Event description:
Tampon broke while I was trying remove it. Couldn't get it out- vagina [foreign body in reproductive tract]. Panic attack [panic attack]. Tampon broke while I was trying remove it... Couldn't get it out [complication of device removal]. Tampon broke [device breakage]. Case narrative: consumer reported via email that the tampon broke during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.